Manufacturer narrative:
Covidien cts reference# (B)(4). The customer has confirmed that no sample will be made available for analysis. No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed; therefore, we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.

Event description:
Customer reported: during intubation it was noticed that air pressure was not holding. Customer reported the tube was immediately removed from the patient and a replacement tube was inserted. Customer confirmed no additional harm to the patient.